Manufacturer narrative:
Aquacel/aquacel ag - surgical cover dressings: dressing, wound, hydrophilic. (B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Although a photograph (s) has been received, no evaluation will be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested; however to date no additional information has been received. No lot number or product size was not provided; therefore, we are unable to determine the specific manufacturing site. Two (2) potential manufacturing site numbers are listed below. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
"T" was reported the end user exhibited a ¿possible allergic reaction¿ when the aquacel surgical cover dressing was used. Postoperatively, dermabond is applied to the incision, the loband is removed, a lap sponge and sterile saline are used to cleanse around the incision, and a dry sterile lap sponge is used to dry the skin thoroughly. The aquacel surgical cover dressing is applied at this time. The dressing is removed on the 7th day, either by the patient or physical therapist. End user was treated with oral antibiotic (name unknown) and topical steroid cream. Photos depicting the reported complaint issue were provided by the complainant.